Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat a large abdominal aneurysm measuring 97mm in diameter. The patient was treated outside of instructions for use with an angulated neck of 65 degrees. After having implanted all endoprostheses, the final angiogram showed a profound type 1a endoleak and it was observed that the trunk-ipsilateral leg component had lost fixation and had experienced a distal movement of about 15 mm towards the aneurysm sac. The time point of the downward movement is unknown. The reason for the loss of fixation is believed to be purely anatomical due to the long and angulated aortic neck. Additionally, the physician stated that the iliac external arteries on both sides were very tortuous with the artery on the left presenting a complete loop. According to the physician, the combination of the anatomical properties of the aortic neck and the excessive iliac artery tortuosity created blood pressure hydrodynamics that played a major role in the distal movement of the endoprosthesis. The decision was made to convert the patient during the procedure. The patient tolerated the conversion procedure well and has been discharged from hospital.